Event description:
It was reported that when the instrument was used, the tip snapped off during bone repositioning. Broken piece remains in bone of the patient.

Event description:
It was reported that when the instrument was used, the tip snapped off during bone repositiong. Broken piece remains in bone of the patient.

Manufacturer narrative:
The visual inspection revealed that the tip of the repositioning instrument was broken off at the thread region. The broken off thread fragment remained in bone of the patient. It was determined that at the breakage area, the thread and the shoulder ring showed strong damages and on the welding seam a crack was visible caused by a serious, improper user handling with medical instruments. Further, the visual investigation revealed that the location of the thread breakage points to the fact that the repositioning pin was not fully inserted up to the shoulder ring. Within the sem investigation it was determined that the breakage surface showed the structure of a low fatigue breakage with secondary cracks and embrittlement of the material caused by application of too high alternative bending forces. The root cause of the broken off tip of the repositioning pin was attributed to an improper user related handling issue. No indications were found for any material or manufacturing related issue.

Manufacturer narrative:
Investigation in progress but not yet complete.